Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of main printed circuit board (pcb) out of electrical specification. It was noted that the hanger assembly was cracked, the encoder assembly was contaminated and broken, three encoder knobs were contaminated, lower case was damaged, main seal was sticking out, and display wire insulation was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial (a) channel does not accurately output current. The epg was returned for repair. There was no patient involvement.